Event description:
The core universal driver was received for standard maintenance service, and during quality eval the service tech observed an unk fluid leaking from the device and the trigger. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
Visual inspection observed that the rear motor assembly and the potted trigger had the flexs burnt.